Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer administered two mealtime boluses, instead of one. The customer's blood glucose (bg) level subsequently decreased to 22 mg/dl. Customer consumed carbohydrates to address bg and went to the emergency room. Customer was subsequently admitted to the intensive care unit and was treated with intravenous fluids of saline. Treatment resolved the issue and there was no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.